Manufacturer narrative:
(B)(4). The analysis results found that one ec45a device was returned with no visual non-conformances and with a fully fired reload present; however several b-formed staples were found on the device jaws. The device was tested for functionality in the straight and articulated positions with a test reload and it achieved a complete fire without any difficulties noted. The staple line was complete and the staples were note to have the proper b-formed shape. It should be noted that prior to reloading the instrument, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the instrument. Do not use the instrument until it has been visually inspected to confirm there are no staples on the anvil and cartridge jaw. Insert the new reload by sliding it against the bottom of the cartridge jaw until it stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard. The instrument is now reloaded and ready for use. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction are included with the tissue inside the jaws. Firing the device with hard objects in the jaws can jam the firing mechanism. Event described could not be confirmed as the device opened without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that the device was used during a transplant pneumonectomy. The device was being fired over the pulmonary vein and the device locked out on 2nd firing, would not fire, during lung removal. The surgeon stated the case was around 3:30 in the morning and tried to do the clearing of the device by pulling the handles and hitting release button, but nothing worked. The device was removed by clamping on the patient side and cutting the device off the vessel. Another device was used to complete the case. There was no adverse consequence to the patient. On what tissue type was the device used? Vessel at what location on the tissue? Right chest. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 2nd firing. During which stroke did the event occur? Lockout. What color cartridge was being used? Unk. What other color cartridges were used before and after this event? Unk. Was buttressing material utilized? No. If so, which product? Na. Was the instrument fired across or near an existing staple line or clip? Possibly near a staple line. Were any unexpected noises heard? No. If so, when? Na. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? Yes.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.